Event description:
It was reported to medtronic minimed that the customer experienced pump was not turn on, metal part of the battery cap was removed and red led appeared, but the screen was not displayed at all. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. It was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. It was unknow whether the customer will continue or discontinue the use of the device. Product return required for mmt-1882. It is unknown whether product will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm due to moisture damage to electronic assemblies and motor assemblies. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. No blank display noted and was unable to verify unexpected battery power loss due to critical pump error. Pump was cut open to perform visual inspection and found moisture damage to force sensor, pcb1 board and pcb2 board during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case at the battery tube. Critical pump error (open book image) alarm noted due to moisture damage to electronic assemblies and motor assemblies. No blank display noted and was unable to verify unexpected battery power loss due to critical pump error. Pump received without battery cap, damaged battery cap was unable to verify. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.